Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button appeared to be slightly depressed on one side. Reportedly, the customer is still able to turn the pump on via the wake button. Customer's blood glucose level was not impacted. Customer indicated they will continue to use the pump for insulin therapy.